Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung tissue, during a video assisted thoracoscopic lobectomy, the loading unit was attached and was able to cycle the system but the stapler could not fire on tissue. It was stated that the malfunction happened four times. The stapling system was replaced. There was no patient injury.